Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported they were unable to aspirate the drug from the catheter access port (cap) during a dye study. A catheter revision was performed on (B)(6) 2013. During the revision there was no cerebrospinal fluid return while the sutureless connector (sc) was in place. A dye study was performed after the sc connector was removed. Once the sc was removed, csf flow from the catheter returned. The sc portion of the catheter was replaced with a new sc connector. The catheter appears to be in the intrathecal space. The patient recovered without sequela

Manufacturer narrative:
Analysis of the catheter and sc connector revealed no significant anomaly. There was a non-significant indent in seal. It did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient did not feel that she was getting relief from the pump, which is why they did a dye study and then a revision. The logs were checked and were normal. The pump was delivering an unknown pain medication.